Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient faced three infusions set deatached event on (B)(6) 2025. It was reported that the tube detachment in connection between sets and rez. The blood glucose was high at the time of event and the patient was treated with insuin shot with pen. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2025-03770. Correction: this MDR is being submitted to correct the submitted primary unique device identifier (UDI) number under d4. An initial medical device report (MDR) was submitted on march 13, 2025, with the manufacturing report number 8021545-2025-03770, 8021545-2025-03772, 8021545-2025-03773, so the supplement is being submitted for the correction of the MFR numbers because the product mentioned in the complaint, it's manufacturing site is mexico based so consider these MFR numbers 3003442380-2025-03770, 3003442380-2025-03772, 3003442380-2025-03773. The report numbers that are being corrected are as follows: supplemental report 01 - (B)(4) - MDR 8021545-2025-03770. Supplemental report 01 - (B)(4) - MDR 8021545-2025-03772. Supplemental report 01 - (B)(4) - MDR 8021545-2025-03773. The correct report numbers to be considered are as follows: supplemental report 01 - (B)(4) - MDR 3003442380-2025-03770. Supplemental report 01 - (B)(4) - MDR 3003442380-2025-03772. Supplemental report 01 - (B)(4) - MDR 3003442380-2025-03773. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008117 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code hub detached from infusion pump/reservoir. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6008117 was manufactured according to the wi version 79 and packaging in the multivac 12, on 17/jul/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4f06416 was manufactured according to the wi version 27 assembled in the quickset line, on 17/jul/2024, with a total of (B)(4) units. The lot 4f06417was manufactured according to the wi version 27 assembled in the quickset line, on 17/jul/2024, with a total of (B)(4) units. Gluing of quick set the lot 4f06377 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on 14/jul/2024, with a total of (B)(4) units. The lot 4f06378 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on 16/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/apr/2025 against malfunction code hub detached from infusion pump/reservoir and lot 6008117 and no other complaint has been registered in database for the same lot 6008117 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reported no reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.